Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per (B)(4). The sensor failed per specification due to high readings.

Event description:
The customer reported via phone call that she has experienced several threshold suspend alarms as well as large discrepancies between her sensor glucose and blood glucose. Her sensor glucose was 140 mg/dl at one point despite a blood glucose of 267 mg/dl. The customer stated that she sometimes calibrated the faulty sensor 15 times per day instead of her standard 4 times per day. The sensor was returned for analysis and a replacement sensor was shipped to the customer.